Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a spigelian hernia. It was reported that after implant, the patient experienced adhesions, abdominal pain, mesh migration, recurrence, defective mesh, pain, suffering, emotional distress, disability, impairment, and loss of enjoyment of life. Post-operative patient treatment included medication, revision surgery, mesh removal, and hernia repair with new mesh.

Manufacturer narrative:
Additional info: a2 (date of birth), a3a, a4, b2 (added disability), b5, b7, d1, d4 (model #, catalog #, expiration date, lot #, UDI #), d8, e1 (facility name, street, city, region, postal code), g4 (510k #), h4, h6 (patient code, imf codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a spigelian hernia. It was reported that after implant, the patient experienced abdominal pain, mesh migration, recurrence, defective mesh, personal injuries, pain, suffering, emotional distress, disability, impairment, loss of enjoyment of life, loss of care, loss of comfort, and loss of consortium. Post-operative patient treatment included revision surgery, mesh removal, and hernia repair with new mesh.